Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the overlay tubing of the lead was extrinsically breached due to a cut. It was also noted that the overlay tubing of the lead was observed to have blood ingression, visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure blood was present in the right ventricular (rv) lead causing insulation damage. The lead was not used and a new lead was implanted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure blood was present in the right ventricular (rv) lead causing insulation damage. The lead was not used and a new lead was implanted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.